Manufacturer narrative:
A field service engineer (fse) was dispatched who found tubing from wash syringe to solenoid kinked. Fse also replaced the worn syringe pump. Customer controls in range. No further action required by field service. The most probable cause of the reported event was due to a defective wash probe/valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported wash probe purge failure with their aia-2000st analyzer. Customer cleaned probes, changed tips, checked connections, cleaned level sensors with no resolution. The customer was unable to run bhcg,e2,ctnl2 and pth patient samples. On (B)(6) 2015 a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg,e2,ctnl2 and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.